Event description:
Smiths medical 7" standard bore extension set with removable neusite clear needleless connector malfunctioned. When connecting IV fluids to extension set the fluids would not free flow. Attempted to flush, extension set flushed with ease however fluids would not flow to gravity.